Manufacturer narrative:
This report is submitted on february 08, 2018, (B)(4).

Event description:
It was reported the patient had an abutment change performed on (B)(6) 2017 due to inflammation and infection at site.